Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements along with high out of range pacing impedance measurements. During device replacement, the lead was tested via pacing system analyzer (psa) which high pacing threshold measurements again observed. Impedance measurements would not register. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.